Manufacturer narrative:
This evaluation is on the pump alone. Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The buttons and the alarm functions were tested on the diagnostic test system and meet the specifications. History list: it is excluded that the pump programs boli by itself. On (B)(6) 2013 at 7:15:14 the customer programmed a bolus of 13,9 iu and 5 seconds later the bolus was cancelled. On 07:15:22 the bluetooth connection between meter and the pump were disconnected with pressing a key on the infusion device. At 7:15:53 - 7:42 the user programmed 6 boli in a row. (See attachment) consumables: the battery cover passed the optical inspection. The problem mentioned by the customer could not be reproduced. There is no indication of any product malfunction which caused or contributed to the reported event as described in this case.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Caller reported receiving an "invalid active insulin" message on the blood glucose monitoring device. Verified that bolus was delivered, and was delivered through blood glucose monitoring device and not manually. Caller stated his blood glucose level had dropped from 18.5 mmol/l (333 mg/dl) at 7:40 and is now 5.4 mmol/l (97 mg/dl). Caller stated he has been receiving random boluses throughout the night. Caller alleges he received 20 units of insulin within 3 minutes. Advised to speak to mother and call diabetes educator at the hospital. Advised caller to speak to hcp's diabetes educator. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This evaluation is on the pump and meter together. Conclusion the complaint cannot be verified, the mentioned defect occurs due to mishandling of the product by the customer. Result main findings: the problem mentioned by the customer could not be reproduced. This case here is set to "not verified, use user error" and "does not meet spec" due to the investigation of the reported result. The material does not meet the specification because the meter has markings on the corners of the meters housing surrounding the ir window. Requested system analysis: first we paired meter with pump successfully. After this step we connect meter and pump. We measured with help of a control solution blood sugar value and let us give a bolus advice. We confirm this advice and programmed this bolus and the pump delivered the bolus successfully. We also programmed a standard bolus with the meter and the pump, which delivered this as intended. Pump and meter were paired for 24 hours and during this time no random boluses/unintended bolus were delivered. Consumables: n/a the problem mentioned by the customer could not be reproduced.